Manufacturer narrative:
(B)(4)

Event description:
It was reported that during implant the pulse generator exhibited loss of capture and high impedance. The device was not used and a new device was implanted successfully. The patient was fine post procedure.